Event description:
It was reported that pt presented to doctor's office with pain. After an x-ray was taken, it was noted the shell has "spun out." During surgery, it was noted there was no ingrowth in the shell.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.